Manufacturer narrative:
Corrected: b5, h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient had syncope. It was further noted that when the patient was in a supra ventricular tachycardia (svt), therapy was appropriately withheld due to the device feature designed to withhold inappropriate ventricular detection if the arrythmia is of svt origin. As the ventricular tachyarrhythmia continued beyond the programmed length of withholding time, the episode was detected as ventricular fibrillation (vf), and the patient then received inappropriate anti-tachycardia pacing (atp) and high voltage therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient had syncope. It was further noted that when the patient was in a supra ventricular tachycardia (svt), therapy was appropriately withheld due to the device feature designed to withhold inappropriate ventricular detection if the arrythmia is of svt origin. As the ventricular tachyarrhythmia continued beyond the programmed length of withholding time, the patient then received inappropriate anti-tachycardia pacing (atp) and high voltage therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.